Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized in emergency room intensive care unit due to high blood glucose on unknown date with blood glucose of unknown. The customer did experienced the symptoms such as lethargic and nauseous. The customer was treated by insulin drip in hospital. Customer stated that insulin pump battery was died. The insulin pump will not be returned for analysis.